Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (255 mg/dl) the customer took a manual injection to stabilize bg level. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended.the customer declined to check infusion set site. The customer stated to have had open-heart surgery a couple of days ago and could possibly be the cause of elevated bg's. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level. In addition, the customer reported that the pump fill estimate was noted to be inaccurate. The customer declined to troubleshoot fill estimate with cts.